Manufacturer narrative:
The power cable was returned to the manufacturer for analysis. The cable was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. It was reported that the power cord for the imaging system was replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the viewing station of the imaging system had no line power. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Correction: part number and associated fields updated.